Event description:
A consumer reported a focusing problem following intraocular lens (iol) implant surgery. The consumer reported "I stand two meters away from the calender which has boldface figures one centimeter high, good and black. When I focus covering the right eye I see the number I have selected practically clear, the number above and below are not clear; backing away from the calender I see less and less." The surgeon's contact info was not provided; f/u could not be conducted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at time. Final comments: complaint trends will continue to be monitored and CAPA will be initiated when deemed necessary by the appropriate responsible mgmt personnel. Based on our current trends, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints (B)(6) 2011. The surgeon's contact info was not provided; f/u could not be conducted. (B)(4).